Event description:
It has been reported the pt was without stimulation and was unable to communicate with the ipg. X-ray confirmed ipg flipped on its side. Surgical intervention was undertaken to replace the ipg with a different model ipg. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.